Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of the report, the patient was still hospitalized and was recovering from the event. No additional information could be provided because the reporter declined follow-up.